Event description:
Healthcare professional reported a xen®45 gts event described as "xen that misfired on insertion, the release stuck when pushed" in unknown eye.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported surgery was completed with a back up device in the right eye. Details of the event was further provided as "the xen did not stick and there was no resistance in the mechanism." There was no eye injury.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.